Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2013565) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps'), post procedural haemorrhage ('internal haemorrhage after essure removal'), adenomyosis ('adenomyosis') and thyroid mass ('thyroid nodules') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In july 2018, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), thyroid mass (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), headache ("headaches"), dizziness ("dizziness"), iron deficiency anaemia ("anaemia"), depressive symptom ("depressive symptoms"), paraesthesia ("tingling in the lower and upper limbs"), synovial cyst ("joint cyst in one wrist"), nervous system disorder ("neurosensitive disorder"), asthenia ("asthenia"), insomnia ("insomnia"), loss of libido ("loss of libido") and memory impairment ("memory disorder"). The patient was treated with blood cells, packed human, levothyroxine sodium (levothyrox) and surgery (essure removal, removal of the fallopian tubes, second surgery 4 hours after the first operation due to internal hemorrhage, removal of half of the thyroid in (B)(6)2019 and removal of uterus degraded by significant adenomyosis). Essure was removed in july 2018. At the time of the report, the abdominal pain lower, metrorrhagia, dizziness, iron deficiency anaemia, nervous system disorder, asthenia, insomnia, loss of libido and memory impairment was resolving, the post procedural haemorrhage, adenomyosis and thyroid mass outcome was unknown and the headache, depressive symptom, paraesthesia and synovial cyst had resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, asthenia, depressive symptom, dizziness, headache, insomnia, iron deficiency anaemia, loss of libido, memory impairment, metrorrhagia, nervous system disorder, paraesthesia, post procedural haemorrhage, synovial cyst and thyroid mass with essure. The reporter commented: events started a few months after essure insertion. After essure removal, the patient returned to the surgical suite 4 hours later for internal haemorrhage. There was a major decrease in symptoms since essure removal, almost no more tingling or joint cyst. It had disappeared almost a month later, no more depressive symptoms or headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data were conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps'), post procedural haemorrhage ('internal haemorrhage after essure removal'), adenomyosis ('adenomyosis') and thyroid mass ('thyroid nodules') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In july 2018, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), thyroid mass (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), headache ("headaches"), dizziness ("dizziness"), iron deficiency anaemia ("anaemia"), depressive symptom ("depressive symptoms"), paraesthesia ("tingling in the lower and upper limbs"), synovial cyst ("joint cyst in one wrist"), nervous system disorder ("neurosensitive disorder"), asthenia ("asthenia"), insomnia ("insomnia"), loss of libido ("loss of libido") and memory impairment ("memory disorder"). The patient was treated with blood cells, packed human, levothyroxine sodium (levothyrox) and surgery (essure removal, removal of the fallopian tubes, second surgery 4 hours after the first operation due to internal hemorrhage, removal of half of the thyroid in (B)(6) 2019 and removal of uterus degraded by significant adenomyosis). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, metrorrhagia, dizziness, iron deficiency anaemia, nervous system disorder, asthenia, insomnia, loss of libido and memory impairment was resolving, the post procedural haemorrhage, adenomyosis and thyroid mass outcome was unknown and the headache, depressive symptom, paraesthesia and synovial cyst had resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, asthenia, depressive symptom, dizziness, headache, insomnia, iron deficiency anaemia, loss of libido, memory impairment, metrorrhagia, nervous system disorder, paraesthesia, post procedural haemorrhage, synovial cyst and thyroid mass with essure. The reporter commented: events started a few months after essure insertion. After essure removal, the patient returned to the surgical suite 4 hours later for internal haemorrhage. There was a major decrease in symptoms since essure removal, almost no more tingling or joint cyst. It had disappeared almost a month later, no more depressive symptoms or headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.